Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic gastroscope procedure the gastrointestinal videoscope suddenly stopped and the image froze. As such, the procedure delayed for less than 30 mins under sedation, completed with the same device. No reports of patient ham.